Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient had complaints of occasional dizziness since the implant procedure. A device check indicated increased capture threshold on the atrial lead. A chest x-ray showed a pleural effusion and a dislodgement of the atrial lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.